Event description:
It was reported that while the pt was in her doctor's office on (B) (6) 2010, her implantable neurostimulator (ins) turned on. The pt was overstimulated until she got home and used the pt programmer to turn the ins off. It was unk what caused the event, but emi was suspected. It was noted that this occurred once before in a grocery store. The implant was otherwise working well for the pt.

Manufacturer narrative:
(B) (4).